Event description:
It was reported that the patient is experiencing an increase in seizures, and was referred for a vns replacement. No other relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
Information was received that the patient's generator was replaced due to battery depletion. The lead was also replaced due to incompatibility with the patient's newly implanted generator. No other relevant information has been received to date. The facility at which the patient underwent vns replacement surgery is historically a no return site.